Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastrectomy. There was a problem unloading the device and the trigger was locked when attempting to fire. The stapler was unable to fire and the surgeon was unable to squeeze the handle but he was able to press the green button. They exchanged for another stapler to complete the case. No patient injury noted.